Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 primary UDI number

Event description:
It was reported that a patient underwent a total hip replacement on an unknown date and suture was used. During a total joint replacement the suture needle pops off. Multiple sutures, the needle is popping off. Case completed with the same box and lot. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint(B)(4). Date sent to the FDA: 7/9/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please clarify how many devices this event occur during this single procedure: 5-6 times in single case. * if this event occurred in multiple procedures, please provide information requested above for each patient event.: happened in two other joint replacement cases. 1 case we went through 3 and on the other we went through 2 more than planned. There was no patient harm and the product came from same box and lot as the other. 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s).: no issues that I am aware of. 3. What are the procedure name(s) and date(s)? Total knee replacement x 2, total hip replacement x1 4. What is the quantity involved per procedure: usually 1-2 per case 5. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention?: no 6. Please clarify how many devices are available for evaluation: 68 7. Status of product return: packed and ready to ship (B)(6)2024 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.